Manufacturer narrative:
Event date: exact date unknown, event occurred few years ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 18915128/ 18915128.

Event description:
It was reported that the patient underwent an explant procedure for unknown reason.

Event description:
It was reported that the patient underwent an explant procedure for unknown reason. Additional information was received that reason for explant was patient experienced inadequate stimulation. The explanted devices were disposed by facility.